Manufacturer narrative:
Concomitant medical products: product ID 37761 serial# (B)(4). Product type recharger product ID 97740 serial# (B)(4). Product type programmer, patient product ID 97754 serial# (B)(4). Product type recharger. Device evaluated by MFR: analysis of the desktop charger (serial # (B)(4). Found that connector pin bent medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. Product ID: 97740, serial#: (B)(4), product type: programmer, patient. Product ID: 97754, serial#: (B)(6), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain and radicular pain syndrome. It was reported patient experienced poor coupling with recharging. Patient was not able to charge the ins because she got poor coupling on the recharger screen. Patient mentioned she normally charge the ins full every time, but 4 days ago, she did a partial charge when she charged for about 2 hours. Patient mentioned this allowed her to charge up the ins about ¿1/3¿ of the way. Patient reported the patient programmer showed that the ins was dead when she sync it with the implant. Patient saw this last night, and stated she felt stimulation. Prior the call, patient already repositioned the antenna, moved the dial and tried a new adhesive disc. Patient stated she replaced the pp batteries a couple of days ago. Patient services had patient take the recharger out and begin charging the ins. Patient stated she had zero coupling boxes on her screen, but the ins battery level was blinking on the 3rd quartile charged. Patient noted the recharger battery level was nearly empty and needed to be charged. It was reviewed this screen and coupling bars with the pss. Pss had patient got the pp out and sync with the ins. Patient confirmed the pp was working as designed, the battery level for ins was ½ shaded and the pp battery was ¾ shaded. It was noted poor coupling, pp showed ins was dead. Additional information later date from patient indicated recharger battery never progressed past 50%. During the call, patient stated she charged the recharger overnight, the green light was on the desktop charger, the connector pin did not appear to be damaged, and this issue had been going on for a good 6 to 8 months. A replacement desktop charger would be sent, connector pin was damaged. No further complication and no symptoms were reported.